Event description:
It was reported that a pen ndl 31g 8mm 100ct gr no pt roche had a barcode that did not work when scanning the product.

Manufacturer narrative:
Additional information: this complaint was re-evaluated and determined to be not reportable: this complaint is not MDR reportable. General dissatisfaction of the product does not impact the intended use of the device which would lead to serious injury or the clinician or patient.

Event description:
It was reported that a pen ndl 31g 8mm 100ct gr no pt roche had a barcode that did not work when scanning the product.

Manufacturer narrative:
The changes are as follows: b.5. Describe event or problem: it was reported that a pen ndl 31g 8mm 100ct gr no pt roche had a barcode that did not work when scanning the product. D. 1 medical device type: n/a. D.2. Common device name: pen ndl 31g 8mm 100ct gr no pt roche. D.3. Medical device manufacturer: becton dickinson and co. D.4. Unique identifier (UDI) #: (B)(4). D.4 medical device catalog #: 320674 g.2 manufacturing location: becton dickinson and co. G.5. PMA / 510(k)#: n/a .

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd pen needle had a barcode that did not work when scanning the product.